Event description:
It was reported that nurse was getting an alert 52 (extended period of cold water) on the arctic sun device. The patient temperature was 35.7c, target temperature was 33c, water temperature was 5.7c and flow rate was 3.5lpm. It was noted that the weight of patient was 110kg with small pads in place. Mis explained that the water temperature was cold to compensate for lack of pad coverage. Mis instructed them to carefully assess the skin then they would swap to large pads plus a universal pad for this patient. Mis discussed possible sources of heat generation. Nurse stated that they recently went up on patient's sedation due to some twitching or jerking. Nurse checked the patient jaw, and it now feels slack. Nurse had the hands covered to try to get the pulse ox to read. Patient was uncovered otherwise.

Manufacturer narrative:
The reported issue was confirmed as use related issue because they used the incorrect pad size for the patient. A potential root cause for this failure could be "incorrect size selected". A device history record review was not required because the investigation was confirmed as use related. The instructions for use were found adequate and state the following: "select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved". Correction: b, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse was getting an alert 52 (extended period of cold water) on the arctic sun device. The patient temperature was 35.7c, target temperature was 33c, water temperature was 5.7c and flow rate was 3.5lpm. It was noted that the weight of patient was 110kg with small pads in place. Mis explained that the water temperature was cold to compensate for lack of pad coverage. Mis instructed them to carefully assess the skin then they would swap to large pads plus a universal pad for this patient. Mis discussed possible sources of heat generation. Nurse stated that they recently went up on patient's sedation due to some twitching or jerking. Nurse checked the patient jaw, and it now feels slack. Nurse had the hands covered to try to get the pulse ox to read. Patient was uncovered otherwise.